Event description:
Pt underwent surgical procedure to remove bard port with groshong catheter. Pt experienced difficulty, chest x-ray revealed catheter segment lodged in the heart. On that same date pt had catheter segment removed through an interventional radiological procedure. This was a very difficult but successful retrieval. Catheter piece was sent to the lab but only cultured & then destroyed. Bard port then removed later, the pt elected not to replace. Co to mail labels & package will return what is available to them same day.